Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that customer device sometimes did not charge. There was no reported impact to the customer¿s blood glucose level. Customer had already reported issues to customer support and declined further contact from technical support, and no additional information was received regarding the outcome of the event.